Event description:
The device was used during an unknown procedure. It was reported by the rep, does not fire/misfire. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for evaluation.